Manufacturer narrative:
D6 provided. Preliminary analysis revealed that several curves were missing as the interrogation session ended before the memory reading process was completed.

Event description:
Reportedly, the patient had a malaise. As a ventricular lead dislodgement was suspected, a re-intervention was performed on (B)(6) 2020. During this re-intervention and without any lead repositioning, the subject pacemaker was explanted and a new pacemaker was connected to the leads and normal functioning was observed. Preliminary analysis results showed some loss of ventricular capture and abnormal ventricular lead impedance measurements, which could have resulted from a lead/pacemaker connection issue. Nevertheless, a ventricular lead issue could not be excluded at this stage.

Event description:
Reportedly, the patient had a malaise. As a ventricular lead dislodgement was suspected, a re-intervention was performed on (B)(6) 2020. During this re-intervention and without any lead repositioning, the subject pacemaker was explanted and a new pacemaker was connected to the leads and normal functioning was observed. Preliminary analysis results showed some loss of ventricular capture and abnormal ventricular lead impedance measurements, which could have resulted from a lead/pacemaker connection issue. Nevertheless, a ventricular lead issue could not be excluded at this stage.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The exact implantation date is unknown. The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient had a malaise. As a ventricular lead dislodgement was suspected, a re-intervention was performed on (B)(6) 2020. During this re-intervention and without any lead repositioning, the subject pacemaker was explanted and a new pacemaker was connected to the leads and normal functioning was observed. Preliminary analysis results showed some loss of ventricular capture and abnormal ventricular lead impedance measurements, which could have resulted from a lead/pacemaker connection issue. Nevertheless, a ventricular lead issue could not be excluded at this stage.